Manufacturer narrative:
(B)(4). Date sent: 8/31/2022 additional information: he uses 2 gst60t reloads and 3 gst60g all with seamguard buttressing. There are no issues with the device or reloads intraoperatively, no issue with staple formation, and no post-op bleeding. The surgeon continuously pulse fires and waits 5-7 seconds before firing as opposed to the 15 secs as recommended. It is unclear if the surgeon does a leak test in each case. The leaks seem to be occurring at the top part of the staple line. The rep does seem to think he is close to the esophagus and the bougie on the last firing. Initial surgery date: (B)(6) 2021. Impacted devices: plee60a :lot no- v94r9l; gst60g :lot no- 142a72 & 344a84; female dob 2/12/1986 ¿ 136kg.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: was buttressing material used? Yes. Did the surgeon employ continuous or pulse firing technique when deploying the staple line? Pulse firing. Was a leak test performed? If so, what type and what was the result? No. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? 9 days. How was the leak identified? Patient presented at (B)(6) hospital. What was observed at the site of the leak upon reoperation? A 1cm gap on the staple line. How was the leak addressed? Unknown. Where was the leak? At the fundus. What color cartridge was used? Green with seamguard. What is the current status of the patient? Unknown, but out of hospital. What was done when the patient readmitted ? Unknown. Please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown. Is the lot number of the device available? No.

Event description:
It was reported that after a lap gastric sleeve the patient was admitted to fsh, underwent investigation and a leak was discovered on the staple line with approx a 1cm gap 9 days post op.